Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that the physician felt the connection of the extensions were curved compared with the usually used one, and it was hard to connect with a lead. During a surgical trial, the impedance measurement before the wound closing confirmed over 10,000ohms of abnormal impedance at all the electrodes. The connection part was wiped up and the snap lead cable was disconnected/reconnected but the result was the same. The impedance, which was measured using only a lead, was confirmed within the normal range. No x-ray images were available. This was an initial failure of the extension. The extensions were replaced. The issue was resolved at the time of this report. No patient symptoms were reported. The patient was alive with no injury. No further complications were reported.